Event description:
It was reported that the user saw a continuous glucose reading indicating low, consumed oral carbohydrates to correct, reported no symptoms, and a subsequent fingerstick measured 88 mg/dl while the user was changing the g7 sensor and the replacement sensor remained in warmup. Symptoms included no clinical manifestations consistent with hypoglycemia. Outcomes included no escalation of care and completion of troubleshooting and education. Investigation included a user interview and education regarding glucose confirmation and sensor warmup behavior. Investigation of this case revealed no device malfunction identified and an unclear cause for the reported low reading, given confirmation by fingerstick within normal range and concurrent cgm warmup. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.